Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. Evaluation of the returned lvad revealed thrombus inside the pump. Depositions were found on the proximal inlet tube, proximal outlet elbow, distal outlet stator, and inlet bearing cup/ball. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing. All parts of the sealed inflow conduit were returned and the inlet elbow was attached to the pump. Approximately 4 inches of the sealed outflow graft was returned along with the outflow graft bend relief with the secured bend relief collar. The outflow elbow was returned attached to the pump. (B)(4) had been exposed to fixative prior to being returned. Examination of the inlet tube revealed a strongly adhered, white, soft deposition situated on the proximal opening. Examination of the proximal outlet elbow and distal outlet stator revealed a strongly adhered, red, soft deposition. A specific cause for the development of these depositions could not be conclusively determined, but they appeared to have developed in these areas. The depositions did not appear to occlude the flow of blood and did not likely contribute to a functional issue. Examination of the inlet bearing cup and bearing ball revealed a red/white, tissue-like deposition. The deposition had denatured areas and a ring-like structure. Both indications that it likely developed over an undetermined period of time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. The device passed functional testing. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, the patient was transplanted. It was reported that there were no device related issues associated with the patient's transplant. The device was returned for evaluation. During the manufacturer's investigation of the explanted pump, thrombus was found within the device. The event is being reported based on the investigation results.